Event description:
During evaluation of the device for an unrelated issue, a small volume folfusor was found to have a no flow condition. Fluid would not flow out of the distal luer despite several attempts at forced priming. No additional information is available.

Manufacturer narrative:
(B)(4). The batch was manufactured march 22, 2013 - march 25, 2013. Evaluation summary: microscopic examination of the flow restrictor determined the cause to be crystallized drug blocking the fluid path at the distal end of the glass capillary located inside the flow restrictor housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.